Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that during craniotomy surgery, a router broke. It was also reported that an x-ray was taken and a broken fragment was left behind in the patient. It was further reported that during a planned follow up procedure the router fragment was removed successfully. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H6; the reported event, for router breakage, was confirmed, a partial piece of the router was returned for evaluation. As only a partial piece of the router was returned further evaluation of this partial piece of the router was not possible. As a result a cause for the router breakage could not be determined in this case.

Event description:
It was reported that during craniotomy surgery, a router broke. It was also reported that an x-ray was taken and a broken fragment was left behind in the patient. It was further reported that during a planned follow up procedure the router fragment was removed successfully. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.